Event description:
It was reported that cgm displayed error 42 while customer was using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received complete pump reset instructions, performed pump reset with guidance, and cgm error did not appear again after reset.